Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, the depth gauge was observed to be broken. There were no patient and surgical involvement. This report is for one (1) depth gauge for small screws. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the depth gauge for small screws (p/n: 319.09, lot#: 20p8518) was returned and received at the us cq. Upon visual inspection, it was observed that the device was missing the knurled cap and the needle component was bent. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Service and repair evaluation: the customer reported the depth gauge was observed to be broken. The repair technician reported the device is bent and missing knurled cap. Bent is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Depth gauge for long screws d3.5 mm. Complaint confirmed? Yes, the device received was bent and missing component. Hence confirming the allegation. Investigation conclusion: the complaint condition was confirmed for the depth gauge for small screws (p/n: 319.09, lot#: 20p8518). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 319.090-us, lot: 20p8518, manufacturing site: bettlach, release to warehouse date: jan 27, 2020. A manufacturing record evaluation was performed for the finished device 319.090-us lot: 20p8518 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.